Manufacturer narrative:
The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The device was found to deliver within specification during flow rate testing. The reported delivered 'mean ml/hr less than 76ml/hr low was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction was needed. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported 'occlusion higher than 19psi' was not verified. Evaluation observed and found that the pump passed the downstream occlusion testing. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction was needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered a mean ml/hr less than 76ml/hr and measured low occlusion higher than 19psi (per square inch). There was no patient involvement. No additional information is available.